Event description:
Experiencing low glucose readings - 10-20 point below what I find with a manual finger-stick check. This has been happening since I started the monitor 9 days ago. Since the gap was decreasing and I thought it was getting better, so continued to use, but gap has widened again. Readings are consistently inaccurate. Need replacement and to get back on track with more reliable recording/reporting.